Event description:
It was reported that the left ventricular lead had triggered a high threshold warning and low impedance was noted. The patient was seen in clinic, and the lead was not capturing was assessed to be dislodged. A lead revision was planned. The patient is a participant in the product performance platform study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable cardioverter defibrillator 2012 (B)(6). (B)(4).